Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced event on (B)(6) 2025 where tubing was detached from connector. The issue occurred with one infusion set used for one hour. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5398105, in question was manufactured at the reynosa site 2309170 threshold analysis: a query was run on 19-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "5398105". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5398105 was manufactured according to the work instruction (wi) version 27 and manufactured in the line inset 7 on 14/oct/2022, with a total of (B)(4) units. Glue-tubing lot: the lot 5406638 was manufactured according to the wi version 54 and manufactured in the machine sc01 on 14/oct/2022, with a total of (B)(4) units. The lot 5406639 was manufactured according to the wi version 54 and manufactured in the machine sc01 on 11/oct/2022, with a total of (B)(4) units. The lot 5404581 was manufactured according to the wi version 54 and manufactured in the machine sc08 on 05/oct/2022, with a total of (B)(4) units. The lot 5406640 was manufactured according to the wi version 54 and manufactured in the machine sc01 on 13/oct/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.